Event description:
End user reported one open area remains at the 11 o'clock position of the peristomal skin. He had multiple open areas that began about six months ago. All the rest have healed except the above noted open area. He estimated this area to be approximately the size of an eraser head.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The end user is currently cleaning his skin with water; pats dry applies either zinc oxide or terrasil wound cleanser and then the wafer. He also reports that he has loosened his ostomy belt. The end user was instructed on skin care; crusting technique with stomahesive powder and no sting protective barrier wipes; and to loosen his belt so he is able to insert two fingers easily. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
The product associated with batch (B)(4) was made according to specification. After detailed batch review, no discrepancies, including non-conformances/deviations, were found. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous non-conformance is applicable to this complaint and is closed. No further actions are required, and this complaint will be closed. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on january 21, 2016. (B)(4)

Manufacturer narrative:
Additional information was received on september 24, 2015. The product associated with lot# 2g02627 was manufactured according to specification. No previous investigations are available. After a thorough batch review no discrepancies or non-conformances were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was received on october 26, 2015. Previous investigation, is applicable to this complaint investigation. Therefore, this complaint will remain open until completion of the previous investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).